Event description:
It was reported that the patient presented remotely to the clinic via data transmission. Upon examination, it was found that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition and an extended period (12 seconds) of asystole while the patient was asleep. The patient also received an inappropriate anti-tachycardia pacing (atp) which interestingly terminated the noise and returned the patient to bi-ventricular pacing. The patient is pacemaker dependent. Technical service was contacted, but programming changes would not prevent this from occurring. The patient has one abandoned pace-sense lead other than the anomalous rv lead. The physician determined that extracting two leads would pose a greater risk for the patient. Therefore, the defibrillation therapy is turned off to decrease risk of potential inappropriate therapy, and they are pacing from the left ventricular (lv) lead only. Later, the patient received a pulse generator system downgrade to a crt-p. The device was programmed to lv sensing only to work around the rv lead noise. The patient was unable to receive new rv lead due to stenosis. The patient tolerated the procedure well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient: 4442; device:1036; 1438; 1442; 2919. Ref report: mw5182088.